Event description:
It was reported that during the procedure in the heavily calcified proximal left anterior descending artery for treatment of a 80% stenosis, a non-abbott guide wire was delivered and pre-dilatation was performed using a 3.0x15 trek balloon at 14 atmospheres (atms). Due to the heavy calcification, the balloon could not fully expand; therefore, the device was withdrawn and pre-dilatation was performed at 18 atms using a 3.0x15 nc trek rx dilatation catheter. The balloon could not fully expand due to the heavy calcification. The device was withdrawn from the anatomy and the patient was referred for coronary artery bypass surgery. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0x15 nc trek rx dilatation catheter referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.